Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during a sigmoid colectomy procedure, the surgeon stated that after firing the stapler, the resident turned the adjusting knob 3/4 turn. He then began to rotate the device clockwise 90 degrees and reverse while gently pulling. The device was tight in the lumen and as the resident rotated the device 90 degrees, the anastomotic site was moving with the device. The surgeon was scared that the anastamosis would be damaged. He opened the device all the way and was then able to very gently remove the stapler. There were no adverse consequences for the patient. No device will be returning. No further information is available.